Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer reported that thermal damage was not observed. The customer reported that arcing was observed during procedure, and it was sparking. There was no information on the other instruments that were in use when the arcing event occurred. The arcing appeared to originate from the instrument associated with the complaint. The patient did not experience any injury or adverse event during or after the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps had a coagulation issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have yaw pulley thermal damage between the grips. There was charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.